Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a downstream occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. During inspection a downstream occlusion alarm was identified. The cause was determined to be an out of calibration occlusion sensor. To correct the condition, the sensor was recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.